Event description:
It was reported by the edwards field clinical specialist that while crossing the native annulus during a transaortic tavr procedure the patient became hemodynamically unstable. The patient was given pressors and chest compressions were performed to circulate the medication. The patient¿s pressure recovered and the procedure was continued. A 23 mm sapien valve was deployed in a 50:50 position. Post deployment assessment of the valve indicated the motion of one of the valve¿s leaflets was restricted by an overhanging native leaflet. The surgical team attempted to free the leaflet with a pigtail catheter; however the attempts were unsuccessful. The surgical team elected to place a second sapien valve, in a more aortic position. Following rvp for the deployment of the second valve the patient began to become hemodynamically unstable again. The patient was stabilized again with medication and chest compressions. Post deployment assessment of the second valve showed normal leaflet motion. During the closure portion of the procedure the patient began to become hemodynamically unstable again. The patient was stabilized again with medication and chest compressions; an iabp was placed and the patient was transferred to recovery on the balloon pump.

Manufacturer narrative:
There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Per the instructions for use (IFU), hypotension is also a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required the thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In addition, physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to minimize the number and duration of rapid burst pacing episodes, and allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, it was reported that the restricted leaflet was due to native leaflet overhanging the valve implant. This event was resolved by implanting a second valve in a more aortic position. The cause for the hypotension cannot be confirmed; however patient factors (pre-existing co-morbidities, i.e. Cad, arrhythmias, and ef 45%) and procedural factors (rapid ventricular pacing and anesthesia) could have caused or contributed to the hypotension. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.